Event description:
During the investigation of the first device (microcatheter), it was noted that the subject guidewire was extended from the distal tip of the microcatheter and noted to be damaged/fractured. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection: the guidewire was extended from the distal tip of sl-10 and noted to be damaged/fractured at approx. 3cm & 4 cm from the distal end. A functional test was not required as the reported defect was confirmed based on the damage noted to the device. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Additional information provided by the customer indicated that the there were no anomalies noted to the device after removal from the packaging or prior to preparation and the device was prepared as per the dfu. In the case of this complaint it is most likely that the issue occurred due to procedural or anatomical factors during the procedure. The device was confirmed returned broken. It is probable that excessive torque was applied and the device fractured during manipulation of device resulting in the reported friction and fracture. An assignable cause of procedural factors will be assigned to the as reported/as assignable defect guidewire broken/fractured during use¿ and guidewire friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the investigation of the first device (microcatheter), it was noted that the subject guidewire was extended from the distal tip of the microcatheter and noted to be damaged/fractured. No clinical consequences were reported to the patient due to this event.